Manufacturer narrative:
(B)(4). Concomitant devices: nexgen precoat stemmed tibial component size 3 catalog #: 00598003701 lot #: 64288367. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event: 0002648920-2019-00689. Investigation incomplete.

Event description:
It is reported that the articular surface would not seat into the tibial plate securely. Another articular surface was installed successfully to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified damage to the dovetail feature and distal surface damage in various areas. Dimensional analysis of the product determined measurements to be within specifications. Device history record (DHR) was reviewed and no discrepancies were found. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions are included in the device's surgical technique. The root case of the reported issue is attributed to use error when implanted the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.